Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "rupture on the edge" found during implant surgery. The device was not implanted.

Event description:
Hcp reported via allergan sales rep that during implantation surgery kettle funnel was used to place the sizer in and noticed ¿a rupture on the edge where it starts to round up to profile the implant." Device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed an opening in the posterior side assessed as to surgical damage. Additional observations: red particles in the surface of the shell. No further actions are required as the device was implanted.